Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had presented to the clinic for a follow-up due to a pocket infection. The infection was identified through discharge from the pocket. The entire system, including the implantable cardioverter defibrillator (ICD), the right atrial lead, the right ventricular lead, and the left ventricular lead, was explanted. A temporary lead was implanted and explanted on the same day, as the patient was pacemaker-dependent and awaiting re-implantation following antibiotic treatment. The patient was in stable condition.